Event description:
During use for a cardiopulmonary bypass procedure, it was reported that at the end of the bypass procedure, while trying to change from 4l per minute flow to 2l per minute flow, the pump was jerky and then it stopped. The case was finished successfully with this pump. There were no adverse consequences to the patient as a result of thies event. Note: the date of the event was not reported.

Manufacturer narrative:
Evaluation in progress, but not concluded.